Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited pacing inhibition shortly after implant. The patient was returned to the operating room where the chronic right ventricular pacing lead was reconnected to the device and the rate/sense portion of the defibrillation lead was capped. Guidant received additional information that the patient experienced a presyncopal episode and reported to the emergency room. The electrograms showed noise on the rate/sense channel that was oversensed, resulting in pacing inhibition. The physician programmed sensitivity to least; however, there was still some intermittent noise and pacing inhibition.